Event description:
On (B)(6) 2014, a dentist had reported that a palodent plus clamp broke. However, when the product was received on (B)(6) 2014, it was found to be a pair of palodent plus forceps that had broken at the tip; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where a broken tip on the forceps resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Fracture surface shows large grain size and corrosion. Similar to other failures seen in this area. It would appear that there has been a crack in the tip for some time prior to failure as there is staining on the outer surface of the forceps arm. A scar has been issued to the original manufacturer.